Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the bifurcated stent graft is confirmed. This is consistent with the reported adverse event. The most likely causation for this event is anatomy related likely due to the aortic remodeling (infra renal angle from 18.4° to 71.6°), which resulted in a fabric tear in the bifurcated stent graft from the inferior stent margin of the infra renal extension. The final patient status was reported being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to size of the aorta however it is not the contributing factor for the reported event. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated h6: method remove 3233 h6: conclusion remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7.5 years post initial procedure a type iiib endoleak was identified during a routine follow-up. A re-intervention is being planned. The patient is reported as doing well. Additional information: it was reported that an intervention was completed on an unknown date with a non- endologix stents. No further information was provided.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7.5 years post initial procedure a type iiib endoleak was identified during a routine follow-up. A re-intervention is being planned. The patient is reported as doing well.